Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the touch screen. The unit was tested and returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump console was unresponsive during set-up. There was no patient involvement.